Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to be loud. The motor had low rpms and the reciprocating arm was not functioning properly. The motor, reciprocating arm, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was excessive noise when starting the device after handle sterilization. The event occurred out of operation room. No patient involved. Evaluation of this device later found that the motor had low rpms. No adverse events were reported as a result of this malfunction.